Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the cup, head, sleeve and stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. This patient had bilateral hip revision, with the right hip revised about 9 years post implantation. The metal ion levels were elevated. The revision operative notes document describes ¿we quickly encountered the lymphocytic-laden soft tissue, which was very grayish in appearance with significant debris throughout the entire hip. Significant osteolytic wear around the stem. He had significant wear and debris around the acetabulum¿. It has been reported the patient is doing very well and the impact beyond the surgeries cannot be determined. In conclusion, the clinical information provided, of the elevated metal ion levels and the grayish debris, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated chromium ion levels in serum. Pain reported from (B)(6) 2017.